Event description:
Caller reported that pump screen was on, but the display remained black. Blood glucose level at the time issue was noticed was 10.9 mmol/l, which is within the normal range. Technical support instructed the caller on initial troubleshooting steps, including pressing the button and charging the pump, but the issue persisted. Consequently, a replacement pump was arranged for the customer.